Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 of the same event. It was reported that mid- surgery, during an unknown surgical procedure, the console device "stopped working" when in use with the foot control device. The reporter clarified that no error messages appeared on the console device. There were no delays reported as identical spare console and foot control devices was available. The surgery was successfully completed with the spare devices. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. It was reported that the patient¿s post-operative condition was good. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.